Event description:
A male peritoneal dialysis (pd) patient reported having recent surgery and running a modified treatment. Follow-up with the patient documented that they underwent a hernia repair surgery on (B)(6) 2022. Attempts to obtain additional information were unsuccessful. Clinical investigation: there is a potential temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of hernia with surgical repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. It is also unknown if pd therapy exacerbated the hernia or contributed to any complications during pd. The patient stated that his pd therapy was modified; however, this was after the hernia repair. It is unknown if the patient required a change in pd fill volume prior to the surgery. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it is unknown if pd therapy itself contributed to the hernia or any patient symptoms, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.